Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care educated the user on lag and calibration best practices, then escalated the case to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. The user was contacted and successfully re-linked the sensor. Later, a dms review showed the system was active and up to date. B4.date of this report (B)(6) 2026. G3.date received by the manufacturer? 01 jan 2026. H6. Investigation findings updated to 114.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements.the user completed the sensor re-link, which was confirmed in dms on (B)(6) 2025, at 12:59 pm. The user was encouraged to complete the initialization phase and to contact customer care if any further sensor discrepancies are experienced. The user agreed with the information provided; therefore, no further action is required.according to dms records, the user is currently using the system with up-to-date data.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.